Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported clip open - locked in this incident. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report that after deployment, the clip opened a little. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade of 4. The first clip delivery system (cds) was advanced to the mitral valve and the clip was deployed successfully. After clip deployment, fluoroscopy showed that the xtr clip had opened a little. The leaflets remained grasped and the clip was stable reducing mr to 2. There were no other issues noted. There was no adverse patient effect. No additional information was provided.